Manufacturer narrative:
H6: investigation summary: it was reported that the needles were clogged. No samples or photos received by our quality team for evaluation. Furthermore, a device history record review was completed for provided lot number 2007149. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. This defect could occur if there was a process variation at the lubrication station inducing the symptom reported. Verification of the lubrication process was performed. The settings were correct and the flow of product was good. Based on the investigation and with no sample analysis the symptom reported could not be confirmed.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g x 1 in. Was not patent when attempted to give injection. The following information was provided by the initial reporter: needle lumen was not patent when staff attempted to give im injection. Pt had to be stuck twice.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g x 1 in. Was not patent when attempted to give injection. The following information was provided by the initial reporter: needle lumen was not patent when staff attempted to give im injection. Pt had to be stuck twice.